Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported via medwatch report (B)(4) that the patient was admitted to bone marrow transplant unit on (retracted date). New IV lines were made with a quadfuse that had bonded chemolock on one arm. The nurse found the luer lock had disconnected from the quad fuse. The luer lock remained on the patient's microclave cap closest to the patient while the quad fuse was laying on the bed. There was blood loss. The nurse was unsure of the amount of the blood loss. The original intended procedure was IV chemotherapy delivery. The problem of the user was the device failed. Therapies being used on the patient at the time of event that may have caused or contributed to the event was chemotherapy. There was no patient harm reported.